Event description:
It was reported that the aiming beam and laser were not congruent. This is an articulated arm issue. The procedure was completed with this console without patient complications.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The field service engineer readjusted the mirror joint arm, and fixed the target and focal point overlap. The laser passed full functional and electrical safety testing. The fse advised the customer to connect the laser arm to the micromanipulator of the microscope in order to unlock the spring balance ring of the mirror joint arm. Based on the information available, the reported event is confirmed. The adjustment of the mirror joint arm resolved the issue. It is likely that the joint arm mirror orientation was misaligned, which affected the console performance, leading to the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the aiming beam and laser were not congruent. This is an articulated arm issue. The console was used with the micromanipulator. When connecting the arm with the micromanipulator, it unlocks the spring balance ring of the mirror joint arm, which is not provided by the manufacturer. The procedure was completed with this console without patient complications.